Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that at last contact with the patient there was no plan to change the position of the battery and noted that the patient was receiving effective therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the doctor stated that the battery was placed on the opposite side of the buttocks that the patient requested. No further complications were reported. No patient symptoms were reported.